Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause and the type of hernia was not reported. The patient was hospitalized for the event. On the same day as being admitted to the hospital, the patient underwent surgery for hernia repair. On the same day, the patient was discharged from the hospital. On an unreported date, dianeal therapies were discontinued. At the time of this report, the patient was recovering from the hernia repair surgery. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.